Event description:
The account alleges that the bed exit will alarm locally, but it will not alarm at the nurses' station.

Event description:
The information received from the study indicated that a male patient was admitted to the hospital for carotid stenosis (index procedure in 2009). The target vessel was the left internal carotid artery (lica). The vessel was ulcerated, mildly calcified, concentric, and mildly tortuous. The vessel diameter was 5.5mm with 15mm in length. Pre-procedure the vessel had 90% stenosis. The patient was asymptomatic. The vessel was pre-dilated. A 5mm angioguard rx was successfully deployed, and a 7mm x 30mm precise rx stent was then implanted successfully at the target lesion. There was a vasospasm distal to the stent where the angioguard was placed that required IV nitroglycerin to be resolved. The patient was asymptomatic after that event. The angioguard was successfully retrieved from the patient. There were no neurological deficits when patient left angiography suite. A post procedure, angiogram was performed and revealed excellent angiographic results and stent position. The patient remained in the hospital following surgery until the next day without any adverse event. The patient is stable at this time. Pre-procedure the patient was administered clopidogrel and aspirin. During the procedure, the patient was administered heparin. Post procedure, the patient was administered clopidogrel and aspirin. Discharge medications were also clopidogrel and aspirin.

Manufacturer narrative:
This is one of two products involved with the reported event. The associated manufacturer report number(s) is 1016427-2009-00234. Additional information will be submitted within 30 days from receipt of additional information.

Manufacturer narrative:
Additional information was received that the vessel treated was updated from left internal carotid artery to the proximal left internal carotid artery. However, no further changes will be made to the previously submitted conclusion. This is one of two products involved with the reported event. The associated manufacturer report number(s) are 1016427-2009-00234 and 9616099-2009-01616.